Manufacturer narrative:
(B)(4). Method: two complaint rt265 circuits were returned to fisher & paykel healthcare. They were visually inspected and pressure tested to check for leaks. Results: for the first complaint device, the expiratory limb collar was found to be cracked. No damage was found on the second complaint device and pressure test revealed that the circuit performed within specification. Conclusion: the crack on the first complaint device was determined to be the cause of the leak. No fault was found on the second complaint device as no damage was observed and the circuit was within specification. All breathing circuits are visually inspected and pressure tested for leaks during production, and those that fail are rejected. The hospital reported that the complaint devices were used for 3 days prior to the leak. This suggests that the complaint devices were within specification prior to being released for distribution. Our user instructions that accompany the rt265 device state the following: - "check all connections are tight before use; - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; - set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an air leak occurred from the patient side connector of two rt265 breathing circuits. No patient consequence was reported.